Event description:
The hydrocephalic pt was hospitalized with a head injury and had cranioplasty with a mesh-plate. The pt's head became larger due to cerebrospinal fluid leakage. Cranioplasty was performed again and the valve was explanted and replaced.